Event description:
It was reported that this cardioverter defibrillator had stored a signal artifact monitor (sam) episode due to high, out of range impedances greater than 3000 ohms, which resulted in a lead vector switch. The presenting electrogram shows atrial loss of capture, and noise can be seen on the atrial channel. Additionally, an atrial tachy response (atr) episode was recorded the following day which also shows noise on the atrial channel. Technical services were consulted and recommended further assessment of the related right atrial lead. No adverse patient effects were reported. This device and the related lead remain implanted and in service. Additional information: a request was submitted to the field to obtain additional details (update) regarding this event. At this time, no further information has been provided. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardioverter defibrillator had stored a signal artifact monitor (sam) episode due to high, out of range impedances greater than 3000 ohms, which resulted in a lead vector switch. The presenting electrogram shows atrial loss of capture, and noise can be seen on the atrial channel. Additionally, an atrial tachy response (atr) episode was recorded the following day which also shows noise on the atrial channel. Technical services were consulted and recommended further assessment of the related right atrial lead. No adverse patient effects were reported. This device and the related lead remain implanted and in service. Additional information: further information was obtained from the field indicating that reprogramming changes to the device were made. The patient will continue with routine follow-up visits and remain on latitidue (remote monitoring).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardioverter defibrillator had stored a signal artifact monitor (sam) episode due to high, out of range impedances greater than 3000 ohms, which resulted in a lead vector switch. The presenting electrogram shows atrial loss of capture, and noise can be seen on the atrial channel. Additionally, an atrial tachy response (atr) episode was recorded which also shows noise on the atrial channel. Technical services were consulted and recommended further assessment of the related right atrial lead. No adverse patient effects were reported. This device and the related lead remain implanted and in service.